Event description:
The problem was first identified, during reprocessing. There was no death, injury or infection, as a result of the problem. The procedure was completed with a different device. No other device was connected to the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that an image was not displayed, because communication failure occurred, due to a faulty cable. The cause of the faulty cable could not be identified. The event can be detected/prevented, by following the instructions for use, which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Do not use excessive force, when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿scope not communicating with light box ¿was confirmed. The device evaluation found no image displayed due to faulty cable. There is no sense intermittent of switch depression for button white balance due to worn out switch board. Faded label on the rear cover, and minor scratches on charged coupled device camera head body. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the scope was not communicating with the light box of the 4k autoclavable camera head. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: no image displayed, due to a faulty cable. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.